Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer was installing the monopolar energy cord onto the monopolar curved scissors (mcs) when the instrument advanced causing an injury to the bowel. The surgeon was dissecting with monopolar curved scissors (mcs) when cautery was requested. The resident was assisting at the bedside, then went to attach the monopolar energy cord with minimal force to the housing of the mcs when the mcs instrument rapidly advanced forward, causing injury to the sigmoid colon. It was clarified that the surgeon had stopped moving the mcs and it was thought he had taken his hand off the master tool manipulator (mtm) and it was then safe to plug in the cord. The instrument was not clutched at the time of the event. The bowel injury was a puncture wound through partial thickness of the sigmoid colon; no interventions were indicated as this portion of the colon was to be removed as intended for the scheduled surgery. There was no bowel spillage, or bleeding and the injury remained benign until the case was completed. The case was completed robotically with no further complications or errors. The site contacted technical service engineer (tse) during the event, tse was advised the surgeon had left their head in the console during the instrument change. Tse reviewed logs and found system showed in following mode and the system indicated the surgeon released their hand on the right master tool manipulator (mtm). Tse advised the caller to ensure the surgeon controls the mtm during instrument swaps or removes their head from the console to avoid potential injury. Tse advised this is covered in the user manual. No system-related issues. The system was ready for use.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. The reported event was addressed with phone support. The technical support engineer (tse) advised the caller to ensure the surgeon controls the master during instrument swaps or removes their head from the console to avoid injury and advised that this information is covered in the user manual. No site visit was conducted. The system was working properly, and no additional action was required. The system logs for this event were reviewed by the technical support engineer who took the technical support call. The tse noted an error 23075 indicated the surgeon's hand was not in the right master tool manipulator. No further relevant system errors were observed.